Manufacturer narrative:
Clinical review: it is unknown if this patient was using fresenius products when the unspecified infection occurred. Additionally, there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information about the unspecified infection was obtained despite due diligence attempt. Upon review of the information currently available, the completion of a clinical investigation is not warranted at this time as there is no objective evidence the infection was associated with fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey, it was reported that a patient experienced an infection with peritoneal dialysis (pd). Additional information was requested, however to date has not been provided.

Event description:
During a customer experience survey, it was reported that a patient experienced an infection with peritoneal dialysis (pd). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Investigation determines that there was no causal relationship between the objective evidence and the alleged event.